Event description:
It was reported that a tip detachment occurred. It was reported that a 330cm rotawire and an opticross catheter were used during a percutaneous coronary intervention procedure. It was noted that the tip of the rotawire broke off inside the patient's body. Subsequently, the opticross catheter broke in half. The detached tip was removed via a snare. Both devices were removed completely from the patient. The procedure was completed with a different device. No patient complications were reported.